Manufacturer narrative:
The device was received for evaluation and repair. The handpiece was returned with a grinding noise coming from the nose assembly and motor. The handpiece was not tested for heating due to corrosion. The housing was disassembled and it was found that the bearing was worn and corroded due to dried saline. The bearings were replaced and the handpiece repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the motor was heating up. There was no patient involvement.